Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial tachycardia and atrial fibrillation alert was received via remote transmission. Further review of the diagnostics showed that the alert should not have been tripped and noted as a rare incorrect alert transmission. The asymptomatic patient was stable.